Event description:
The patient stated that the infusion device was delivering an inaccurate amount of insulin which caused high and low blood glucose results. The patient was hospitalized for hyperglycemia. The patient's blood glucose result was 500 mg/dl on his one touch meter at 7:30 a.m. The patient's wife drove him to the fire station where his blood glucose result was 610 mg/dl on the paramedic's meter. The timeframe between the results was 45 minutes. The paramedics took the patient to the hospital and he was treated with insulin via IV at the hospital. The patient was hospitalized from 9:30 a.m. To 3:00 p.m.